Event description:
Pt was revised to address infection, loosening, poly wear and osteolysis.

Manufacturer narrative:
Eval was not possible, as the product was not returned. Product info required to search the complaint database was not provided. The investigation could not draw any conclusions about the reported device loosening. Infection after 18 years implantation is unlikely to be product related. Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.